Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient placed an indwelling catheter in the bladder for irrigation after surgery in the morning of (B)(6) 2023. No lubricant was used, it was sterilized with povidone iodine and then inserted. The balloon was injected with 30ml of normal saline. Then, the nurse found that the indwelling catheter had protruded, and found that the balloon was leaking. The incision could not be pressed, so a new catheter was reinserted. Stated that the urinary catheter prolapse could not be cut by compression, re-insertion of catheter was done which increased treatment time, and risk of infection. Per follow-up information received from ibc on 04apr2023, stated that there was an increase in the potential risk of infection.

Event description:
It was reported that the patient placed an indwelling catheter in the bladder for irrigation after surgery in the morning of (B)(6) 2023. No lubricant was used, it was sterilized with povidone iodine and then inserted. The balloon was injected with 30ml of normal saline. Then, the nurse found that the indwelling catheter had protruded, and found that the balloon was leaking. The incision could not be pressed, so a new catheter was reinserted. Stated that the urinary catheter prolapse could not be cut by compression, re-insertion of catheter was done which increased treatment time, and risk of infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.